Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative went onsite to evaluate the device. Field representative calibrated pressure transducer, ddi board and checked power supply. Performed patient circuit calibration and ventilator performance checks. All tested ok according to factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mean pressure does not seem to adjust correctly on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.